Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and did not think they put the ipg into surgery mode. Troubleshooting was attempted, but the ipg would still not connect. The ipg is in service app mode and is considered inoperable. As a result, surgical intervention may occur to address the issue.